Event description:
The customer reported that falsely elevated results on multiple assays were generated by the architect c16000 processing module for multiple patients (adults >12 years old). These results were released from the laboratory. The samples were then repeated on another analyzer, and the repeated results were determined to be correct. The patients¿ reports were subsequently amended. The following data were provided: customer normal range for total bilirubin: 0.2 to 1.2 mg/dl on (B)(6) 2025, sid (B)(6): carbon dioxide result = 36 mmol/l, repeat result = 24 mmol/l, total bilirubin result = 4.4 mg/dl, repeat result = 0.3 mg/dl. On (B)(6) 2025, sid (B)(6): carbon dioxide result = 32 mmol/l, repeat result = 24 mmol/l. On (B)(6) 2025, sid (B)(6): carbon dioxide result = 35 mmol/l, repeat result = 26 mmol/l. On (B)(6) 2025 ,sid (B)(6): creatinine result = 3.13 mg/dl, repeat result = 0.93 mg/dl. On (B)(6) 2025 ,sid (B)(6): creatinine result = 3.09 mg/dl, repeat result = 1.25 mg/dl. On (B)(6) 2025, sid (B)(6): creatinine result = 2.74 mg/dl, repeat result = 0.97 mg/dl. On (B)(6) 2025, sid (B)(6): total bilirubin result = 0.7 mg/dl, repeat result = 0.1 mg/dl . No impact to patient management was reported.

Manufacturer narrative:
Section a1 - patient identifier: sample ids: (B)(6). The field service representative (fsr) inspected the instrument and found that fluid was not being fully removed from the cuvettes. During the inspection, the metal stem of the tubing detached immediately when the tubing was removed for replacement, indicating a probable hole or breach that prevented complete aspiration. The fsr concluded that the peristaltic head tubing was the cause of the result issues. The tubing was replaced, and the issue was resolved. Proper function was confirmed with a passing qc run. A review of instrument service history for serial number (B)(6) revealed that no additional discrepant result issues have been reported since the service activity was completed. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for the architect c16000 processing module did not identify an increase in complaint activity associated with the complaint issue. Additionally, a review of complaint and trending data associated with the peristaltic head tubing did not identify any trends. A review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the architect c16000 processing module, serial number (B)(6), or the peristaltic head tubing.